Event description:
It was reported to boston scientific via an article published in international journal of urology that a study was conducted to evaluate the ureteral injuries caused by ureteral access sheath insertion during ureteroscopic lithotripsy. A total of 201 patients who underwent ureteroscopic lithotripsy (ursl) excluding 80 patients who underwent ureteral stent insertion before ursl, 10 patients who did not use a ureteral access sheath, and 2 patients in whom a ureteral access sheath could not be inserted. In total, 109 patients were analyzed; all underwent insertion of a 13-fr ureteral access sheath. The ureteral injuries were investigated using the traxer ureteral injury scale. There were 21 (19.3 percent cases) of ureteral access sheath-related ureteral injury, including 11 (10.1 percent) grade 2 cases and 10 (9.2 percent) grade 3 cases. The ureteral injuries occurred in the proximal ureter in 20 cases (18.3 percent), middle ureter in one case (0.9 percent), and distal ureter in zero cases. Furthermore, there have been no reports concerning the locations of ureteral access sheath related to ureteral injuries. Because most ureteral injuries occurred in the proximal ureter, and it was recommended to do assessment of the ureteral wall with a flexible ureteroscope at the end of ursl. Particular attention was given to male patients and the patients with small stones; it was better to use a smaller-diameter sheath during ursl to those patients. Postoperative, ureteral stricture did not occur in any cases. It was concluded that the rate of ureteral injury caused by a 13-fr ureteral access sheath was considerable, and most ureteral injuries occurred in the proximal ureter. Male sex and smaller stone diameter were significant predictive factors for ureteral injury. The proximal ureter should be confirmed when using a 13-fr ureteral access sheath, particularly in male patients and patients with small stones.

Manufacturer narrative:
Block b3. Exact date of the event is unknown. Approximated based on the month and year that the article was published block d4, h4. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1. Initial reporter facility name: (B)(6) university. 2. Taguchi, m., yasuda k., & kinoshita, h. (2023). Evaluation of ureteral injuries caused by ureteral access sheath insertion during ureteroscopic lithotripsy. International journal of urology, 30(6),554-558. Https://doi.org/10.1111/iju.15176 block h6. Imdrf patient code e2114 captures the reportable event of perforation imdrf impact code f12 captures the reportable event of serious injury/illness.